Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# :(B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that at battery replacement, impedances were fluctuating from avoid to do not use on all contacts. Patient has not used device in past year and a half so impedances could not be checked prior to implant. Impedance checks performed in or and in recovery. Results remained consistent but fluctuated in severity on random electrodes. All electrodes were expressing impedance issues even when connections at the battery were initially all green. No interventions were taken at this time. However the doctors discussed removing the current percutaneous lead and retrialing the patient at a vertebral location more productive for his current pain pattern. The issue was not resolved. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedance issues was not determined. The impedances were typically above 37,000 ohms on all contacts periodically. The device was being replaced due to normal battery depletion.